Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal right coronary artery (rca). The distal rca was stented using a 2.50 x 38 promus premier select. The mid rca was stented using a 3.00 x 38 promus premier select. Post deployment of a 3.50 x 12 promus premier select in the proximal rca, a proximal stent edge dissection was observed. An additional stent was used to overlap the 3.50 x 12 promus premier select implanted in the proximal segment of the rca. The procedure was successfully completed.